Manufacturer narrative:
Sample 1/1 was collected and processed off site. Centrifugation information was not supplied. Once the sample was received in the customer's lab it was processed via the automation line and the sample was aspirated from the primary collection tube. The customer did not have sample 1/1 at the time it was questioned by the physician to perform repeat testing. Sample 1/2 was serum and sample 1/3 was lithium heparin plasma. Both had gel barriers and were centrifuged for 10 minutes at 3,000rpm. Qc was within the customer's established ranges prior to and after the event. System checks performed on (B)(6) 2011, (B)(6) 2011, and (B)(6) 2011 were all within specifications. There were no flags associated with the results. A field service engineer (fse) was dispatched on (B)(4) 2011: the fse ran a highs sensitivity (hs) system check, carry over, pump diagnostics and a precision run on all reagent pipettors. All verification testing met specifications. No clear root cause could be determined for this event.

Event description:
A customer contacted beckman coulter inc., (bci), regarding above the normal reference range free t4 (frt4) result generated by the unicel dxi 800 access immunoassay system for one patient. The result was reported out of the lab and was questioned by the physician several days later. Subsequent samples collected from the patient resulted lower and better matched the patient's clinical picture. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.